Event description:
Updated information revealed that approximately 2 weeks pre-tavr, the patient underwent pci via right femoral access. There was a hematoma treated with a vacuum bandage and was stated to be resolved. Post tavr procedure via right femoral access, the hematoma was reported to have worsened and the site became infected with c. Koseri and e. Coli. Both pci and sheath introduction were done at the same position.

Manufacturer narrative:
Section b5 (describe event or problem) of this report has been updated. The edwards sapien 3 transcatheter heart valve (thv) and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., society of thoracic surgeons operative risk score =(B)(4) or at a =(B)(4) risk of mortality at 30 days). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Vascular complications are a well-recognized complication of the tavr procedure in the elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The IFU contraindicates patients with tortuous or calcified vessels that would prevent safe entry of the dilators and esheath. Pre-procedure screening and assessment of the access vessels internal diameters will enable the clinician to determine if the sapien valve can be delivered peripherally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have access vessels that are not amenable to the peripheral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the cause of the hematoma subsequent catheter site infection post tavr is unknown. However, it¿s possibly due to patient factors (pre-existing hematoma) and/or procedural factors (device manipulation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate through a european clinical trial, approximately 8 days post tavr procedure by transfemoral approach, a right groin hematoma was observed, and conservative treatment was performed. However, on post-operative day 14, the groin site was further treated with a vacuum bandage. Per report, the hospitalization was prolonged.